Event description:
It was reported that the u-blade inserter has run idle because the grip force of it was insufficient, so the u-blade stopped short of the final position. The surgeon used the lag screw instead of u-blade. There was no injury or intervention required due to this event.

Manufacturer narrative:
Device is not being returned. Additional info has been requested and if received, will be provided on a supplemental report.